Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any needle piece fall in the patient¿s body? Any additional tissue dissection damage due to searching for needle? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of left patella procedure on (B)(6) 2022 and barbed suture was used. The patient underwent surgery at 14:35, and the surgeon sewed the tissue with suture at 15:40. When the doctor clamped the needle end with a needle holder and pulled out the suture, he found that the needle tip was broken, immediately removed the broken needle tip part, and replaced the needle to continue stitching. No adverse patient consequences were reported. Additional information was requested.